Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. The patient control module (pcm) was visually inspected for any signs of physical abnormality, however, none were found. A leak test was subsequently performed on the pcm. As a result, leak was observed at 12 psi. The leak was observed at the tubing connection located inside the pcm housing. The leakage observed at the solvent-bonded junction of the reservoir tubing assembly and the pvc sleeve was the result of an operator error in applying an insufficient amount of solvent bonding material to the interface of reservoir tubing/pvc sleeve. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A leak was observed during the patient use; however, the leaking part was unknown. The concomitant medical products are currently unknown. The height of the restrictor was unknown. The attachment of the huber needle to the infusor was unknown. There was patient involvement but no patient injury and medical intervention. The actual sample is reported to be available.